Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their olympus visera elite xenon light source began producing an e103 error code during a diagnostic procedure. According to the initial reporter, the procedure was completed using another device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The subject device was not returned from the facility. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.